Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600mg/dl. Customer had no symptoms but stated feeling sick and treated with manual injection. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. Patient's current blood glucose level is 600mg/dl. The drive support cap appeared normal. The customer declined to check if there were no leaks or air bubbles and also declined to check if device settings were correct. The customer stated no site related issue was found. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.